Event description:
Fire rush detached from the handle into mouth - oral-b [device breakage] probable manufacturing cause - oral-b [manufacturing issue]. Case narrative: consumer via e-mail stated that their oral-b "fire rush" detached from the oral-b toothbrush handle into their mouth while brushing. No injury was reported.

Manufacturer narrative:
27-jan-2023 product investigation results: product return was received and investigated, a defective component could be found. The product was manufactured according to specifications.

Event description:
Fire rush detached from the handle into mouth - oral-b [device breakage]. Probable manufacturing cause - oral-b [manufacturing issue] . Case narrative: consumer via e-mail stated that their oral-b "fire rush" detached from the oral-b toothbrush handle into their mouth while brushing. No injury was reported.

Manufacturer narrative:
16-mar-2023 product investigation results: manufacturing issue was investigated. Corrective action is in place.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Fire rush detached from the handle into mouth, oral-b [device breakage]. Case narrative: consumer via e-mail stated that their oral-b "fire rush" detached from the oral-b toothbrush handle into their mouth while brushing. No injury was reported.